Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient's hearing has become worse. Testing showed that the impedance values have been rising. Mcls have also increased. Pressure exerted behind and above the edge of the implant suddenly made the sound clearly louder. Pressure exerted directly over the implant resulted in the sound becoming slightly louder.